Event description:
The customer reported that their hd autoclavable camera head system did not produce an image on the screen. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed; the device had a faulty cable, which caused damage to the device's charge-coupled device. A new cable assembly and charge coupled device were necessitated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to charge coupled device failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.